Event description:
It was reported that the catheter was leaking near the wings after flushing.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. Requests have been made for add'l info regarding the event, device, and pt. When the investigation is complete a supplemental report will be submitted.